Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history record indicates there were no relevant issues were found during manufacturing which could have caused or contributed to this complaint. All other records indicate the product was manufactured to specifications. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the drill stop was received intact containing scratches and roll marks consistent with regular use. The device was manufactured in june 2008 and is six years old. The device is recommended for use along with a companion step drill in trochanteric fixation nail applications where dense bone is encountered. During this evaluation, the returned drill stop was assembled with a stepped 6mm/10mm drill bit (part #357.403 lot # pe01778). The returned drill stop held perfectly when considerable linear force was applied in both directions. The complaint condition could not be replicated. This complaint description is unconfirmed for this device. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following: a complaint was reported against a drill stop. An intramedullary nail femur was being performed and the drill stop would not latch to the drill bit; the surgeon had to be careful while drilling because the calibration could not be controlled. The defective drill stop was noticed prior to surgery, but the surgeon elected to utilize the drill stop. There was no delay in surgery. The patient was stable after surgery. This is report 1 of 1 for (B)(4).